Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device history record (DHR) for the lot number 6519613 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot 5604620 (B)(4)

Event description:
On (B)(6) 2018, saline mentor smooth round moderate profile 325cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. This medwatch is for the left breast implant.

Manufacturer narrative:
On 6/17/2018, it was reported to mentor that the blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Brown material was observed within device. Device appears with a crease on the anterior aspect, a rent measuring 0.1 cm was also observed on the posterior aspect within crease. No other anomalies were observed. A root cause of the failure could not be determined. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Blind device received in product evaluation lab with no complaint information attached and could not be associated with an existing complaint. Device appears with a crease on the anterior aspect, a rent measuring 0.1 cm was also observed on the posterior. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/18/18, it was reported to mentor that the investigation for this product has been completed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).